Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an ectopic pregnancy removal procedure, they were using the harh36 device when the white pad fell off of the distal tip of the jaws. The full pad fell off. The device did not make a sound that the cycle was complete or that there was an error. The pad was retrieved and the case was completed with a ligasure device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch #r94y8k. Investigation summary: the analysis results found that the device was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Here were no anomalies noted with the functionality of the device. There were no abnormal tone heard at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device r94y8k batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Additional information received: "the generator did not display an error code. The issue was with the distal tip pad itself."